Event description:
Asr revision reported by sales rep; unknown hip; reason for revision: infected hip. Giving implants to patient. This is only information dr. (B)(6) wants released. Update 01/28/2015- litigation papers received. Litigation alleges pain and discomfort. The doi has been provided. The existing MDR decision has been reversed and the cup and head have been reported. The complaint was updated on: 02/06/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no similar or related reports. The patient was primarily implanted with depuy devices in (B)(6) 2006 and revised for infection and associated pain/discomfort in (B)(6) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than four years post primary. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.